Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Trial patient reported she started with the trial on (B)(6) 2016. The patient noticed on the day of this call that a wire was coming from the bandages. It looked like a 'capsule' and it came off from under her bandage and she saw the wire. Patient stated this morning she did not feel stimulation; she increased it and was feeling it presently. Patient was still getting good therapeutic results but was concerned that it was open and wire coming out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that there was no issue. The husband thought the extension wires were abnormal, but there was no displacement. The patient went on to a stage ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.